Manufacturer narrative:
(B)(4). Should any additional information be obtained for this issue a follow up emdr will be submitted.

Event description:
Received the customer¿s maude 330140-2017-11 reporting, surgeon applied aortic cross clamp to aorta, clamp spontaneously broke, scattering beads. X-ray negative for retained bead fragments. 30 beads accounted for; additional beads were noted on the drape. Specific product information: cv1161 h11 8/2011 32 beads patent # 6139563. Additional information received on 31may2017, the customer reported, there was no patient injury and medical intervention besides the x-ray noted was a physical exam. The customer was not aware of any hemodynamic issue with the patient during the event. Two bloody beads were disposed of at the site and will not be returned with the device. An aortic valve replacement was being performed on an adult patient and was completed as planned. No additional information received.

Manufacturer narrative:
(B)(4): one (1) cv1161 cosgrove flex qck-bend 61mm fogarty-type was returned as the complaint sample. The etchings on the sample were noted to be legible, yet obscured by dark staining marks and blotches: the lot code was displayed as h11 (aug 2011), the sample was assumed to have been in use for around 6 years. The sample displayed a used appearance with signs of heavy usage marks like scratches, nicks, dings, marring and surface scuff marks were noted all over and particularly towards the working end of the sample and the handle holding end. No non-print or non-v. Mueller markings were noted on the sample; it was evident upon initial observation, the sample body was returned broken in two pieces and the bead components were sent in loose pieces. Further initial visual inspections revealed, 30 beads were counted/returned; customer noted the 2 remaining beads were found at a later point in a different location and were disposed of. Other observations revealed, the metal lubrication tag that is normally attached to the finger ring handle was missing/not returned, one of the main broken body pieces were the handles and handle body and the other main broken piece was the cable wire (99-900-070) attached to the jaws end. For testing purposes, the ratcheting of the finger ring handles were noted to be functioning normally, and the jaws at the working end had no tension due to the broken off cable wire. The sample was completely non-functional and no other functional tests could be performed. The failure mode was observed at the junction where the (clevis) threaded eye-fitting (31-300-862) ends and where the swaged threaded fitting (31-300-866) on the cable begins. The break appeared to be a clean shear with no fraying of wires or any burrs. Closer inspections revealed the wound cable wire was unaffected no fraying, breaking, cracking nor corrosion was noted on the entire length of the cable. It should be noted that the wound cable is crimped at the end to plug the swaged threaded fitting onto the end; this fitting has a #2-56 male screw threads that extends (0.25 in) from the top/distal end. These male threads screw into the female receptacle of the threaded eye fitting (clevis); the exact failure that occurred was the complete fracture of the male threaded extension while it was screwed into the female threads. It was assumed all 0.25 inches of the end broke off in female part. The failure mode was further examined at 3 times magnifications: a slight discoloration as a result of oxidation was observed at both broken ends, furthermore the break displayed signs of a possible combination of shearing and ductile breakage. Dimensionally the widths, lengths and diameters of the threaded eye and the swaged fittings were within conformances, no issues were noted. It unknown exactly how the breaking and falling apart failure occurred, possibilities could be due to excessive stress and pulling in a repeated twisting manner that normally occurs during activation and clamping action. New information was investigated by r&d and materials lab. It was understood that the internal components near the point of wire breakage may be abrasive or sharp, thus causing accelerated/premature breaking when making contact under pressure and twisting forces, which are applied by the end-user during usage. Device history records for cv1161 from lot code h11 were reviewed: all work instructions were completed accordingly. No issues were identified. Qa inspections were performed; all inspections passed. Conclusion(s): based on the investigation of the returned sample and magnified visual inspections, most probable root cause of the failure mode could be due to the design of the internal components that come into contact with the failure mode area. It should be noted that over-fatigue and excessive twisting and/or pulling forces, and any improper care, maintenance and/or lack of lubrication could contribute to the failure mode. The IFU indicates several preventive measures and practices for the end-user. The instructions for use state that, 1. The cosgrove flex clamp should be inspected carefully prior to each use and during the cleaning procedure for any signs of unusual wear, cracking or corrosion. Inspect internal cable for kinking, fraying or any damage to the cable. Do not use if any irregularity is detected. 2. The instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device.

Manufacturer narrative:
(B)(4).